Event description:
Hcp reported the pt was admitted to the hosp with what was at first thought to be gastroenteritis - abdominal cramping and diarrhea - along with an increase in their pain. Pt was sent to nuclear med to investigate the pump, but they were unable to access the side port. A catheter kink was suspected based on an x-ray done after that. Pt was put on oxycontin orally and a fentanyl patch until surgery. At that time it was discovered there was no catheter kink and the catheter was patent. The pump was replaced. The pt is reported to be doing okay at present. "The pump never did take care of 100% pain symptoms. However, pt is now off all oral narcotics which is an improvement."